Event description:
Additional information was received from a manufacturing representative indicated that the patient had changed insurance and could no longer see her treating physician and was not able to get her pump refilled. There was no device issue, the patient was just not able to get refilled. The information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (107.41mcg/day 4.48mcg/hr) and morphine (64.45mcg/day 2.68mcg/hr) via an implantable pump. It was reported that the patient didn't feel normal and the pump was alarming so she deiced to go to the hospital. The device manufacturee saw the patient in the emergency room and interrogated the pump, it was in a critical aalrm "empty reservoir alarm". The empty reservoir alarm occurred on (B)(6) 2025 at 1:14pm. The patient had recently changed insurnace and was waiting for her initial appointment with the new healthcare provider (hcp). The managing hcp was contacted and the patient going to be admitted to the ICU for observation, she was going to have the patient bridged with oral medication and she was going to order medication so that she could refill the patient's pump within the next day or two. The issue was reported as resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.